Event description:
Pt was admitted with a gi bleed. Egd performed and was noted to have a stomach ulcer caused by protrusion of the center portion of the device rubbing against the stomach wall. An add'l 13 cc water was added to the balloon. One pt involved, however the physician stated this is happening to all pts. No further details were provided.